Event description:
It was reported that microcatheter fracture occurred. A direxion? Fathom?-16 system catheter-infusion was selected for use. During the procedure, the microcatheter was introduced into the patient. However, the microcatheter fractured into several segments. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
G4 - premarket / 510(k) #: k142259, k163701. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, initial reporter, and product return status, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.